Manufacturer narrative:
Customer reported six devices of the same model number with the same failure issue on the same day. These events are captured in medwatches with patient identifiers (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). Devices in medwatches with patient identifiers (B)(6), (B)(6), and (B)(6) are from the same lot. This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer for this event, during a therapeutic digestive procedure a short circuit error message was received for the device, and the device teflon pad was found to be worn. No part of the teflon pad had fallen off. The procedure was completed with a new similar device with a delay of approximately 15 minutes. There is no harm or adverse impact to the patient. Patient outcome was good. Customer reported six devices of the same model number with the same failure issue on the same day. The physician for all the events was the same.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. There was a mark on the probe and the tissue pad was worn and partially torn away but it could not be confirmed that the peeling or falling off the tissue pad occurred. The metal was not exposed, and the tissue pad was not disappeared. Additionally, the coating of the probe was partially peeling and there was a short circuit error; however, these defects are not considered severe enough to cause a potential adverse event. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely due to contact with a non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn and partially torn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. Olympus will continue to monitor the performance of this device.